Event description:
On 23 jan 2026, arthrex was notified via email of a case study published on february 2012 by the american journal of sports medicine titled ¿femoral tunnel widening after hamstring anterior cruciate ligament reconstruction with bioabsorbable transfix.¿ the study reviewed 50 patients and identified acl/pcl instability resulting in screw breakage /migration/ bent with transfix pins in 13 patients during the 3-year follow-up period. Ref: choi nh, son km, yoo sy, victoroff bn. Femoral tunnel widening after hamstring anterior cruciate ligament reconstruction with bioabsorbable transfix. Am j sports med. Feb 2012;40(2):383-7. Doi:10.1177/0363546511425883.